Event description:
The patient was at minimum rate the day after a new pump was implanted because they could not urinate. They were released after an overnight stay. The patient was receiving effective therapy. The pump contained dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).